Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone14.6 cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the cannula had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported. As treatment, a new pod was placed.

Manufacturer narrative:
The device was received fully deployed with data showing the pod was deactivated by user after completion of second prime. No damages or defects that would contribute to a needle mechanism failure were observed; however the exact time of needle deployment could not be determined and the cause of the reported needle deploying early could not be determined. The exposed portion of the soft cannula was observed to be stretched and flattened, measuring out of specification. This damage did not prevent the delivery of insulin during investigation. The exact cause and timing of this damage could not be determined.